Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Based on the severity and low defect rate; retain testing is not required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® eclipse¿ blood collection needle, a piece of plastic is on the side of the cannula. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd vacutainer® eclipse¿ blood collection needle, a piece of plastic is on the side of the cannula. No adverse impact was reported regarding the patient or user.